Manufacturer narrative:
(B)(4). There was no reported product deficiency. It should be noted that the vision instructions for use (IFU) warns that, persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient had an unknown vision implanted in (B)(6) 2010, the exact date was not provided. The patient has experienced a rash and is currently being treated by a dermatologist. The dermatologist states that the patient may be allergic to the stent. No additional information was provided.